Event description:
Pt admitted for ablation, mapping of right coronary artery. A multipolar mapping catheter was placed in the distal rca. Upon removal, the terminal I-inch of the wire snapped and remained in the rca, resulting in dissectionn of the proximal rca. Wire was retrieved successfully by 3.0 x 2.0 taxis coded stent.